Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed redness and irritation at the implant site, and was subsequently treated with topical antibiotics (date not reported). The implanted device remains insitu.